Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse cleaned the acid, base, and wash reservoirs. New products were loaded and the fluid lines were primed. The cse then checked the tubing, pinch valves, wash station, and found no visual findings. An autocheck in diagnostics was run and passed. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2021-00192 was filed in conjunction to this report.

Event description:
A discordant, falsely elevated cancer antigen 19.9 (ca 19.9) result was obtained on an atellica im 1300 instrument. The initial result was not reported to the physician(s). The same sample was tested on an alternate advia centaur instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated cancer antigen 19.9 (ca 19.9) result.